Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic partial nephrectomy the balloon did not inflate. The operation was completed by using a new product. The event occurred during the procedure, but the product was not used for patient. No patient harm.